Manufacturer narrative:
Follow-up #1 ((B)(4) 2013)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found; the complaint was not reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying inaccurately high readings compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred ¿a couple of weeks¿ prior to contacting lfs. The patient reported obtaining readings of ¿200, 300 range and 445mg/dl.¿ the patient reported using a combination of medications including lantus 1 unit in the evening and novolog insulin on a sliding scale. The patient reported increasing her usual dose of insulin from 3-4 units to 6-8 units. The patient reported 1 hour after the alleged issue occurred, she developed symptoms of ¿sweat, chills, weak, sick to stomach and nauseated.¿ the aptietn reported having something to eat or drink as treatment, 2-3 weeks prior to contacting lfs and 3-4 times over the past 2 weeks at 5:30pm. The patient denied testing on another device. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing and the test strips were in good condition. However, a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported because, the patient claims due to the alleged issue she increased her usual dose of medication, developed symptoms suggestive of hypoglycemia and required self treatment.